Event description:
Information received by medtronic indicated that the insulin pump had a low battery alarm. Customer stated battery did not last more than a week. They had changed battery every 24 hours. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer = clear. On (B)(6) 2021 the customer alleged the pump needs the battery changed more often and has up to 5 alarms per day. The following were noted during visual inspection: scratched case, stained keypad overlay, missing display window cover, serial number label faded, end cap address label faded, pillowing keypad overlay, case cracked at the corner of the belt clip rails, and cracked battery tube threads. The pump passed the self test, active current measurement, and the displacement test however, the pump was received with high sleep current. Successfully downloaded the trace/history files using thus. The pump was cut open to perform a visual inspection. No damage or moisture damage found on pcba 2, the motor, and force sensor however moisture damage was found on pcba cleaned pcba 1 with isopropyl alcohol and high sleep current remains. A review of the downloaded history files shown there are excessive battery changes and battery charge lasting less that one week. Battery lasting less than 1 week, excessive battery change, and high sleep current are due to moisture damage on pcba a test p-cap does lock into place inside the reservoir compartment properly. Battery lasting less than expected confirmed. Battery lasting less than 1 week, excessive battery change, and high sleep current are due to moisture damage on pcba 1.